Event description:
It was reported "the extension line had leak". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the extension line had leak". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Evidence of use was observed in the extension lines. After failing functional testing, a small hole was observed on the catheter body. The hole appeared to have smooth edges. The appearance of the damage appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The hole on the catheter body measured 28mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 219mm which is within the specification limits of 207-227mm per the catheter graphic. The catheter body outer diameter measured 2.42mm which is within the specification limits of 2.39-2.49mm per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and each line was pressurized using a water-filled, lab inventory syringe. When the proximal extension line was flushed, water was observed leaking out of the hole in the catheter body. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also instructs to "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The customer report of a catheter body leak was confirmed through complaint investigation. Visual and functional analysis revealed a small hole on the catheter body adjacent to the juncture hub. Microscopic examination confirmed the hole and revealed that the defect appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The catheter met all relevant dimensional requirements , and a device history record review was performed with no relevant findings. Based on the customer report that the defect was identified during use and the appearance of the defect observed, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the extension line had leak". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.